Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the pulse generator continued to exhibit a diagnostics anomaly. After reprogramming the device, the diagnostics area was collecting data normally.

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. Recalibration was previously performed in (B)(6) 2015. No patient symptoms were reported.